Manufacturer narrative:
No product or photographs were returned for investigation since the device remains implanted in the patient; visual and dimensional evaluations could not be performed. The device history records for the tibial component and articular surface were reviewed and no deviations or anomalies were identified. The device history records for the bone cement were previously reviewed for deviations for and no deviations or anomalies were identified. The knee component compatibility matrix was reviewed and identified that all the components were compatible. This device is used for treatment. A complaint history search identified no other complaint for the product part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. However, based on the product list, this device was implanted along with a drop-down stem and cemented as advised in the revised surgical technique issued from the investigation and sent to the field on may 13, 2010. Per the package insert of the tibial component, loosening is a known potential adverse effect of the total knee arthroplasty (tka) procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient is experiencing a feeling of loosening and her knee buckles when standing.